Event description:
As reported by the equinoxe shoulder study, approximately 1 year and 1 month post implantation of a left tsa, the patient presented with unexplained pain and inability to raise arm. Failed total shoulder replacement; irreparable rotator cuff tendon tear; proximal migration of humeral head...pain/inability to raise arm. A related report of a malfunction during the initial surgery was previously captured on case (B)(4). The patient underwent standard total revision surgery and the event is still resolved. The clinical report indicates that the event is definitely not related to the device(s) and definitely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 310-01-44: equinoxe, humeral head short, 44mm (alpha). 300-01-13: equinoxe, humeral stem primary, press fit 13mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6 . MDR section codes updated/corrected: b, c, d, e. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.